Event description:
My cousin purchased contact lenses from 1-800-contacts with an expired prescription. A picture of his expired prescription was sent in to be verified and once it was, he was allowed to order more lenses. He ordered a supply and the lenses that were sent to him were a completely different lens than what was prescribed to him. Not only the fitting parameters but the optical power in the lenses were drastically off. The vision that these new lenses would have given my cousin would have made him ineligible to drive by state law. Diagnosis or reason for use: myopia (nearsightedness).